Event description:
It was reported that the pump was an out of box failure. The pump was not detecting when the key locks the cassette. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage. Confirmed customer complaint. The pump was not detecting when key locks the cassette¿ by preforming latch lock test. Unit would not recognized cassette latch being in the locked position. Replaced latch lock flex sensor. Preformed latch lock test again unit passed test. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.